Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Corrected information: d9, h3, h6: medical device problem code (annex a) event description: as reported, during a rigid cystoscopy procedure, the basket wire of the ncircle tipless stone extractor "snapped". It was immediately retrieved from the patient. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), does not provide any information related to the reported issue. The complaint device was not returned. Without the device available for investigation, the nature and cause of the reported issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer name and address = postal code: (B)(6) ; phone: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a rigid cystoscopy procedure, the basket wire of the 'ncircle tipless stone extractor' "snapped". It was immediately retrieved from the patient. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Additional information was requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model#, d9- device available for eval, h3- device evaluated by manufacturer, h6- annex a, annex b, annex c, annex d updated investigation ¿ evaluation a visual inspection and functional test of the returned product were conducted. One opened device was returned for evaluation. The handle was in a closed position and actuates basket formation. All wires were separated from each other, with the point of separation having a melted appearance. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the likely cause for the issue was an inadvertent user error. The complaint device was found to have had all 4 basket wires separated at the basket tip. The ends of the wires had a melted appearance, indicating exposure to a laser or other electrified instrument. The IFU supplied with the device contains the caution that the device is conductive and to avoid contact with any electrified instrument. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: investigation findings (annex c), investigation conclusions (annex d). Event description: as reported, during a rigid cystoscopy procedure, the basket wire of the ncircle tipless stone extractor "snapped". It was immediately retrieved from the patient. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation - evaluation: one device returned for investigation in opened packaging. The handle was in the closed position. The handle actuated basket formation. All four basket wires were separated from each other at the basket tip. The point of separation had a melted appearance. The cause of the reported issue could not be established. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.